Manufacturer narrative:
The explanted products were expected to be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms, as recorded in the daily measurements. The physician suspected the integrity of the lead and a lead revision procedure was planned. It was later reported that the device and lead were explanted and replaced eleven days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, two segments of the lead were returned, severed at 138mm from the terminal pin. A mid-body portion of the lead was not received. Proper setscrew marks were noted on all terminal pins. The gore covering was separated from the medical adhesive (ma) at the proximal end of the proximal shocking coil, and the shocking coil was stretched in this area. An extracting stylet was returned within the tip segment of the lead. Calcification was noted on the lead body insulation, with some on the proximal shocking coil and on the drug collar. Electrical testing was performed on the lead segments and they were confirmed to be electrically continuous, and x-ray analysis confirmed the returned segments were not fractured. Laboratory analysis was not able to confirm the clinical observations, as the complete lead was not received.